Manufacturer narrative:
(B)(4). Batch # p57c0n. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damagethe breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s hospital stay extended due to the alleged issue with the device?

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, after fired with tactile and audible feedback, checked the donuts, it was complete. After cleaned the wound, found half staples malformed (half circle) with irregular shape. A new like device was used to complete the procedure. The surgery delayed one hour. The patient is stable and in hospital now. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the patient¿s hospital stay extended due to the alleged issue with the device? No.